Event description:
It was reported the ipg was unable to communicate with external devices during the permanent implant procedure. The ipg was not implanted. A second ipg was able to communicate with external devices and was implanted. The surgery was extended by approximately 15 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.